Event description:
On (B)(6) 2012, customer reported that approximately 20 ml of bloody fluid leaked from under the lh750 analytical station in the front. The leak was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found a disconnected differential sample line to the t-fitting. Fse replaced the line from the differential mixing chamber to the t-fitting of the flow cell. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).